Event description:
It was reported during implant procedure that the right ventricular lead exhibited high capture thresholds and a failure to sense. Repositioning was attempted but the lead helix failed to extend. The lead was exchanged and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to sense and ¿threshold was coming high.¿ as received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported events of failure to sense and ¿threshold was coming high¿ were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.